Event description:
It was reported that the customer's pump screen was not functioning, and the device failed to turn on. There was no reported impact to the customer¿s blood glucose level. Technical support arranged to replace the pump as it was still under warranty. The customer was informed about using multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Cts also provided guidance on putting the pump into storage mode and instructed the caller to return the malfunctioning pump using a pre-paid label within ten days.